Event description:
The user facility reported smoke emanating out of the lower access panel and a smelling of burnt electrical odor. Another employee observed a small flame in the detergent drawer and extinguished it with a fire extinguisher. The fire department was also called; no further actions were taken. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the knight dosing system and found the knight washer interface module (wim module) located in the detergent drawer to be burnt in addition to the connection cable, communication cable holder, detergent lines, 3-way sampling valve and injection tubing. The technician repaired the unit, ran test cycles and confirmed it to be operational. The steris technician inspected the reliance 444 washer and found the lower spray arms were clogged and not moving. A water leak was also noted dripping into the detergent drawer. The technician noted additional issues with the washer and advised the user facility's third party service provider of the issues.